Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Additionally, the insulin gauge was inaccurate. Blood glucose was 200-299 mg/dl. Customer changed supplies, resumed insulin delivery and received and accurate fill estimate.